Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During use, a leak was confirmed 12 days after the intubation. There was no report of any required intervention.

Manufacturer narrative:
(B)(4). The failure mode, tear in cuff, was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (tear in cuff) would have been detected during the 100 percent inflation/deflation test, therefor; the failure mode is not confirmed as related with the manufacturing process.